Event description:
It was reported that the patient's device was turned off via the reed switch in the past but no specific dates were provided. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 3387s-40, lot# unknown, implanted: (B)(6) 2010, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3387s-40, lot# unknown, implanted: (B)(6) 2010, product type: lead. (B)(4).